Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. Reportedly, the patient had been receiving "no cartridge detected" warnings without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/12/2013- device evaluation: the pump has been returned and evaluated by product analysis on 06/14/2013 with the following findings: a review of the black box history reveals no evidence of a ¿load step malfunction.¿ the pump powered on appropriately. The pump was primed appropriately and no load step malfunction occurred. The force sensor calibration was found to be out of specification. The force sensor resistance was within specifications. The pump was opened and no damage was found to the force sensor circuit.